Manufacturer narrative:
Product available to stryker: updated. Expiration date: added. Returned to manufacturer on: updated. Device evaluated by mfg: updated. Summary: updated. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the balloon catheter was noted to be kinked at 34cm from the distal end. The device was flushed and blood was noted at the distal tip of the balloon catheter. The functional testing was performed and the balloon was inflated and deflated without difficulty. It is probable that the catheter shaft was kinked during the clinical procedure and the kinked balloon catheter may have caused the difficulties in balloon deflating during the clinical procedure which contributed to the reported event and limiting its performance during the clinical procedure. Information available indicated that the device was prepared as per the device direction for use (dfu) and the transform balloon was able to deflate during preparation. Therefore, an assignable cause of operational context has been assigned to this reported event.

Event description:
It was reported that during procedure the balloon catheter would not deflate. The physician removed the guidewire in order to deflate the balloon and the balloon occlusion catheter was removed without clinical consequences to the patient.

Event description:
It was reported that during procedure the balloon catheter would not deflate. The physician removed the guidewire in order to deflate the balloon and the balloon occlusion catheter was removed without clinical consequences to the patient.